Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, including a blood glucose value reaching 370 mg/dl, after attending an event with increased carbohydrate intake and while using a contact detach steel infusion set. Symptoms included hyperglycemia without reported acute complications. Outcomes included temporary pump pause, a manual insulin injection as backup therapy, and subsequent guidance to remain disconnected for two hours before resuming pump delivery; glucose trended downward and pump therapy was resumed. Investigation included troubleshooting and education on site-only change for the contact detach set, including removal of the plastic needle guard prior to insertion. Investigation of this case revealed a bent cannula from the infusion set, likely due to insertion with the needle guard left in place, and a successful site change resolved the suspected delivery issue; the infusion set lot number was documented. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion site/set issue and user technique contributing to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.